Event description:
The customer reported the following: "on (B)(6) 2021, the sonic anchor implant was not 'melting' correctly and was pulled out of the patient's foot. Through trial and error, several more implants also failed to 'melt' correctly. Drilled and then try to implant bioabsorbable piece. Sonic anchor is only melting top portion of implant. Troubleshooted the machine today and it did not work. Surgery was completed with a sonic anchor from another company. Reporter will provide the product catalog information for the machine later."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: please refer to d4 lot number. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the correct lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported the following: "on (B)(6), 2021, the sonic anchor implant was not 'melting' correctly and was pulled out of the patient's foot. Through trial and error, several more implants also failed to 'melt' correctly. Drilled and then try to implant bioabsorbable piece. Sonic anchor is only melting top portion of implant. Troubleshooted the machine today and it did not work. Surgery was completed with a sonic anchor from another company. Reporter will provide the product catalog information for the machine later."